Manufacturer narrative:
(B)(4). Implant date - unknown date, (B)(6) 2017. Additional concomitant medical products: distal lateral fibular plate right 6 holes 106 mm length catalog#:00235701706 lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been retrained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 04631.

Event description:
It was reported during a routine removal of a fibular trauma plate, the plate and a screw were found with black corrosion on them. A bone defect was also noted. Attempts have been made, and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were foreign-china. Reported event was unable to be confirmed due to limited information received from the customer. The review of the x-ray noted no corrosion along with the hardware. There is rounded scalloping along the proximal portion of the plate, suggesting osteolysis. Punctate hyperdensities noted in this same region. Overall fit and alignment of the implants appear to be appropriate. Normal bone quality. A picture of the screw indicated black discoloration beneath the head of the screw. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned

Event description:
No further event information available at the time of this report.